Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a simulated therapy were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in the week of (B)(6) 2016.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yellow connector/cap of an interlink continu-flo set separated after approximately 20 ml of liquid started to flow. This occurred during patient injection of iodine. The y-site was accessed with an 18g non-baxter needle cannula. During follow up with the reporter, they clarified that all three of the set's membranes/septums had come out of their sites. There was no patient injury or medical intervention associated with this event. No additional information is available.